Event description:
Boston scientific received information that this patient has a small opening in the device pocket area which may be infected. No drainage was noted. Boston scientific technical services (ts) was contacted and it was questioned if the system should be explanted if there was puss found in the pocket. Ts discussed that would be clinical decision, but in general it should. Further information was provided from the field representative that there was a small superficial infection at the right side of the device incision. The patient was treated with oral antibiotics for a week in an attempt to clear the infection. However, it did not resolve and surgical intervention was performed; the infected area was removed and the incision was closed again. Intravenous antibiotics were also administered. The system remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.